Event description:
It was reported that the patient's implantable cardioverter defibrillator recorded atrial tachy response episodes that were triggered due to respiratory rate trend (rrt) oversensing. The patient presented irregular impedances on this right atrial lead that ranged from sod to 1300 ohms. Technical services recommended to turn off the rrt feature to eliminate the noise. This lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).